Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "failure 512 " code. This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department. This event occurred during biomed testing. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is colleague 2006 (5.09.90).

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 512 was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness. A device history review was performed with no exceptions found during manufacturing.a service history review revealed no previous service events were related to the reported condition.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.